Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component replaced as the physician felt that the pump was not working properly. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. The first cylinder had a hole in the middle of the cylinder from sharp instrument damage that most likely occurred during explant resulting in a leak. The second cylinder passed visual inspection and there were no visual damages or abnormalities found. This cylinder passed the leakage test. The pump was visually inspected, leak tested, and functionally tested. The pump passed visual inspection and there were no visual damages or abnormalities found. The pump passed the leak test; however failed activation testing. Based on the information available and analysis results, the reported mechanical issue was confirmed. The pump activation issue was the most probable cause of the event, and the cause was traced to component failure.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component replaced as the physician felt that the pump was not working properly. No patient complications were reported.